Event description:
It was reported that radiology PICC service inserted a 4fr single lumen powerpicc in cephalic vein into patient for intravenous antibiotics on (B)(6) 2024. Iva being administered via elastomeric infusor over 24 hours. Trimmed to 50cm, external length 12 cm. On (B)(6) 2024, district nurse noted PICC split, leaking. PICC removed. On (B)(6) 2024 a new PICC was inserted in radiology, 4fr powerpicc trimmed 45 cm, 7cm external length for intravenous antibiotics. On (B)(6) 2024 district nurse noted PICC split and leaking. On (B)(6) 2024, patient asked to present to radiology for PICC line assessment. This report addresses the second PICC, inserted (B)(6) 2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.